Event description:
This case was initially received via regulatory authority ((B)(6), (B)(4)) on 03-may-2018. This spontaneous case was reported by an other health professional and describes the occurrence of menorrhagia ("menorrhagia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient experienced arthralgia ("joint pain increased"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the menorrhagia and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia and menorrhagia with essure. The reporter commented: essure inserted between 8 or 10 years before the report. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-may-2018 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 953 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.